Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic during a follow-up, post-sensed t-wave oversensing was observed on the ventricular channel. The patient had received inappropriate shock therapy due to the oversensing. The recommended programming changes were made. The patient will continue with normal follow-up. No further information is available.